Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain due to implant size.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and show an impingement at the lateral malleolus. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned. However, images were provided showing the talar dome following explantation. For further evaluation, the device will need to be returned. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan shows neither radiolucence nor relevant cysts for the tibial and talar component. There is no loosening or migration visible. For the described wrong implant size, an impingement can be detected at the lateral malleolus and it looks as if the talar component has a conflict with the lateral malleolus. The underlying cause would be procedure related due to the choice of the wrong implant size. Based on investigation, the root cause was attributed to a user related issue. As noted by a medical professional, the failure occurred due to the selection of the wrong implant size. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery due to pain due to implant size.